Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: d-evolutfx-2329:  product serial/lot number: (unknown) ; product type: (0195 - heart valves); select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed but subsequently recaptured due to it being positioned too shallow in relation to the aortic annulus. During the second deployment attempt an infold was suspected and then was confirmed via echocardiography. The valve was then kept in place as a second valve was prepared. After the second valve was prepared for insertion, the first valve was recaptured and removed from the patient. The second valve was then inserted into the patient and was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no mis-load identified during loading. A slight procedural delay occurred as a result of the infold and re-loading.